Event description:
Initial result for a patient total bilirubin was <0.3 mg/dl. When repeated, the result was 4.7 mg/dl. The incorrect result was not used to guide patient treatment. The field service representative found the sample probe was misaligned and repaired the instrument by aligning the probe.